Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a foot arthroscopy the drill bit broke. A piece remains encased in the patient's first metatarsal shaft. It was left in the bone to prevent having to break the bone to remove the drill bit. No patient complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.